Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended. This MDR is related to ge healthcare.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported there is no power to the system. No pt injury was reported.